Event description:
It was reported that during a lower anterior resection, the staples malformed on the second firing. On the fourth firing, instrument would not cut but staple formed normally. Another device was used to complete the procedure. There was no patient consequence.